Event description:
It was reported that blood would not transfer from the reservoir to the blood bag. This occurred after 200 cc of blood was reinfused when the blue button was pushed. A 400 cc of blood needed to be discarded.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted and a follow-up report will be submitted after the quality investigation is complete.